Event description:
Same case as: 2134265-2014-05301, 2134265-2014-05358. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) outside the patient, it was noted that the motor drive unit (mdu) did not react and was unable to perform automatic pullback. The lcd display appeared normal. The pullback was then restarted, however, the mdu still did not work. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).